Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the patient underwent an orif procedure with a synthes lcp plate implant. On (B)(6) 2014, the patient underwent a left tka revision due to a fracture through the prior non-union site where the syn plate was implanted. No infection was noted during this revision. No further information provided. This is report 7 of 11 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.